Event description:
It was reported that cadd solis vip ambulatory infusion pump was under infusing. Troubleshooting steps were taken to no avail. No serious injury was reported in connection with this incident.